Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urin ary/bowel dysfunction. It was reported that they were having issues with their communicator. Patient stated the communicator is not working, and they are getting the message and not responding. Patient mentioned they have tried different charging cables and the indicator light will turn green when plugged into a different wall outlet, but nothing happens. Patient said that the communicator that they had was a replacement from mdt. Agent walked the patient through trying to connect to their implant. Patient was able to successfully connect to the implant. The troubleshooting steps that were taken on thecall resolved the issue. Agent sent physician listings via email since the patient said that they didn't have hcp. Had difficulties understanding the patient due to the language barrier. Additional information was received on 2025-jun-05, the patient said they have been charging the communicator for 5 hours and it is not working. Patient said they are getting a message that says they can't find the device and to charge somewhere else. Patient unplugged the communicator and the handset and communicator connected. Patient was seeing a device not responding message. Reviewed communicator placement. Patient was able to feel the outline of the stimulator and noted it sometimes moves around. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the communicator issue was unknown. They changed the program and the issue was resolved. They noted that the cause of the communication issue was unknown. They stated they changed the program in the office. They noted that it was unknown what steps were or would be taken to resolve the issue of the ins moving around, but that it was resolved.